Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redv1893 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (redv1893) have been reported from the same facility in (B)(6).

Event description:
It was reported that no "click" sound was heard when the oversleeve portion of the extension tubing was being attached to the connector during the catheterization. The catheter could not be secured.